Event description:
As reported by the field clinical specialist, during a transaortic tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the first 23mm s3u valve was attempted via transaortic. Moderate-to-severe pvl was noted possibly due to positioning of the thv across the valve utilizing the center marker and pigtail in the coplanar view. A second 23mm valve was then deployed. After deployment of the 2nd 23mm s3u valve, the commander delivery system had an interaction and bumped 1st 23mm s3u valve which became dislodged. After deployment, the second 23mm valve showed moderate-to-severe pvl and appeared to be dislodged as well, possibly due to interaction with the delivery system but is not clear. A 26mm valve with -2cc was then deployed. No pvl was noted and both 23mm valves appeared to be secured by the 26mm valve. The initial/index valve was anchored above the native annulus. The second valve was anchored along the annulus and down into the left ventricular outflow tract (lvot). The valves are along the aortic valve anatomy - up into the sinuses and down into the lvot. All valves were located within the annulus. The patient was high risk for surgery and would not survive going on bypass. The team attempted everything they could to keep the patient from going on bypass. Of note, post procedural bleeding was noted, but the patient was stable. Additional information from the field clinical specialist, limited feedback was provided regarding the patient's bleeding as it took place after the case had finished. Intervention done for the bleeding is unknown. It is unknown whether a blood transfusion was given. There was no damage to the sheath as none was used. There was no withdrawal difficulty. There was no allegation of a device malfunction.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. This is one of 3 mdrs being submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Corrected component code and device code. Added h6 codes for type of investigation, investigation findings, and investigation conclusions. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery were returned. Therefore, a manufacturing non-conformance was unable to be determined. As per complaint description, "during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in the aortic position, the first 23mm s3u valve was attempted via transaortic. Moderate/severe paravalvular leak (pvl) was noted possibly due to positioning of the transcatheter heart valve (thv) across the valve utilizing the center marker and pigtail in the coplanar view. A second 23mm valve was then attempted. Upon positioning of second 23mm valve, the first 23mm valve became dislodged. The commander delivery system had an interaction and bumped 1st 23mm s3u valve which became dislodged. The second 23mm valve was deployed. After deployment, the second 23mm valve showed mod/severe pvl and appeared to be dislodged as well". A definite root cause was unable to be determined however, it's possible improper guidewire management may have led to the interaction with the pre-existing valve. Without the returned of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (pre-existing prosthesis) and/or procedural factors (improper guidewire management) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No labeling/IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.